Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending artery. The lesion was pre-dilated with a 2.75x12mm unspecified device at 10 atmospheres. The 3.0x38mm xience xpedition stent delivery system (sds) was deployed; however, while removing the sds check shot revealed a dissection at the distal end. A new 3.0x12mm drug eluting stent was used to treat the dissection. Timi iii flow without any residual stenosis was noted. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.